Event description:
A customer reported a complaint of low readings on their precision xtra blood glucose meter. A reading of "lo" (<20 mg/dl) was obtained on the meter compared to a reading of 300 mg/dl obtained in a hospital laboratory. The sample for the xtra meter test was a finger capillary sample versus a venus sample for the laboratory reference method. When plotted on a parkes error grid the results fall in the 'd' zone. The difference in readings is considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4).the customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.